Event description:
It was reported that the pulse generator exhibited back up vvi mode. The device was explanted and replaced. The patient tolerated the procedure well.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Final analysis confirmed the reported backup. The backup occurred due to check sum error. The cause of check sum error could not be determined.